Event description:
It was reported that the procedure was being performed on a (B)(6) female pt, weighing (B)(6). During insertion into the pt's upper arm, the tip of the wire became stuck in the plastic hub. The crna attempted to pull the wire out and it became unraveled and stretched. Everything was removed intact and another kit was opened and placed successfully for the pt. An x-ray was performed after the second catheter was successfully inserted. There was less than a 15 minute delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt received a successfully placed catheter.

Manufacturer narrative:
(B)(4). Sample will not be returned.